Event description:
According to the consumer "I fell asleep for about an hour this pad did not automatically shut off or was there any way to set it to a lower speed. As a result, I suffered 3rd degree burns on my right lower buttocks area. I was tired and sick laid down and fell asleep awoke about an hour later, feeling like I was on fire checked my body and found a black crust on one area of the burn and a lister adjacent to the black burned scalp. The instruction that I read before buying said it had auto shut off and a dual setting. This product is very dangerous and I am highly upset. The pillowcase does not stay snapped and this is apparently what caused such hideous burns to my body." Furthermore, the consumer stated "I consulted with my doctor because I could not sleep on my right side. He told me to use an ointment to help the healing process which I did not and am doing better today. This could have been much more worse had I woke up when I did. The first time I used this pad it did turn off, but never against as I have only used it while wide awake before had to turn if off when it started burning me or getting too hot due to the cover not staying in place. This product need to be taken off the market, because it is unsafe."